Manufacturer narrative:
Additional information was received that there was no device added or implanted during the revision procedure.

Event description:
A report was received that the patient developed severe pain in the right arm after the device was implanted. It was believed that the leads appeared to have been tunneled over the branchial plexus causing nerve irritation. The patient underwent a revision procedure wherein a new device was added. No device malfunction was suspected. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-2317-50, serial #: (B)(4), description: infiniontm cx 50 cm lead.

Event description:
A report was received that the patient developed severe pain in the right arm after the device was implanted. It was believed that the leads appeared to have been tunneled over the branchial plexus causing nerve irritation. The patient underwent a revision procedure wherein a new device was added. No device malfunction was suspected. The patient was reportedly doing well post operatively.